Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-jun-2017, the fse adjusted the main arm alignment to the tip discard plate. The fse also verified the sorter tip alignment after noting in the error log that there had been intermittent "tip not acquired by sorter" errors. The main arm to diluent well was adjusted and the fse verified liquid a/d due to intermittent "air detected in diluent" errors. The customer ran controls without error. The most probable cause of the reported event was a misaligned of the main arm to tip discard plate.

Event description:
On (B)(6) 2017, the customer reported receiving error 4223, main arm z-axis home overrun, on their aia-2000 analyzer. The customer was advised to open up the hood to look for obstructions/jams, but no stuck cups were found. The customer cleaned the picker and noted that there was nothing in the rotor. The error persisted after performing an all set home function and starting a run. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of e2 and pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.